Event description:
It was reported to boston scientific corporation in 2008 that a rx needleknife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male patient age and weight unknown) the same day. According to the complainant, "during the procedure, the needle would not extend." The procedure was completed with a second rx needleknife device. There were no patient complications reported as a result of this event, and the patient's condition was reported as fine following the procedure.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6377.

Manufacturer narrative:
Device update: should be: microknife xl was: rx needleknife. Brand name should be: microknife xl was: f/g needleknife rx.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date and expiration date cannot be determined. Other (failure to extend). The suspect device has been discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined.